Event description:
It was reported that the nurse had arctic sun device alerting low flow. Neonate has been rewarming since this morning (6am), but the water temperature was slowly dropping and so was patient temperature (pt). Patient temperature (pt) was 34.7c, targeted temperature (tt) was 36.5c, water temperature (wt) was 26.2c, flow rate (fr) was 0.5l/m. Suggested they disconnected and reconnected pads and check for bends and kinks in the tubing, especially if patient was in a warmer. Nurse disconnected and reconnected and found a kink in tubing on edge of the warmer. Flow rate (fr) was now at 1.5l/m and water temperature (wt) had already increased to 26.5c. Discussed importance of water flow rate with neonates and how it affects heater.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. The DHR review could not be performed without a lot number. The labeling is found to be adequate. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had arctic sun device alerting low flow. Neonate has been rewarming since this morning (6am), but the water temperature was slowly dropping and so was patient temperature (pt). Patient temperature (pt) was 34.7c, targeted temperature (tt) was 36.5c, water temperature (wt) was 26.2c, flow rate (fr) was 0.5l/m. Suggested they disconnected and reconnected pads and check for bends and kinks in the tubing, especially if patient was in a warmer. Nurse disconnected and reconnected and found a kink in tubing on edge of the warmer. Flow rate (fr) was now at 1.5l/m and water temperature (wt) had already increased to 26.5c. Discussed importance of water flow rate with neonates and how it affects heater. Per follow up information received via task on 04dec2024, spoke with nurse who worked bedside with this patient. There were no further issues after kink was removed from the line. Flow rate remained excellent, and patient completed therapy. Pads were not kept, and device remained in service.